Event description:
It was reported that the patient died due to unknown causes. The patient's implantable cardioverter defibrillator (ICD), right ventricular (rv) lead, and right atrial (ra) lead were explanted.

Manufacturer narrative:
The device was returned for evaluation. The device voltage was received above elective replacement indicator (eri) upon receipt. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity. Telemetry, lead impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal.

Manufacturer narrative:
Correction: h10 related report numbers added.